Event description:
Patient had the first injection of orthovisc to both knees on (B)(6). The same day, the patient noticed a pepper or aluminum taste in her mouth (for one day), itchiness/runny nose. Updated: (B)(6) 2012: the patient had a cortisone shot 3 weeks prior to the orthovisc injection. The patient stated the injecting doctor used lidocaine and that she remembered having a "bad experience" with that before. The patient has allergies and is currently taking allegra, but didn't take it the day of the injection. Updated (B)(6) 2012: patient stated that when she woke-up, she had difficulty breathing and was coughing. Patient did not want to go to the emergency room. The patient doesn't necessarily think her condition is related to orthovisc. Updated (B)(6) 2012: patient went for the second injection of orthovisc on (B)(6) 2012. Patient stated that she experienced the same bad taste in her mouth. Patient is currently taking blood pressure medication and currently feels fine. Patient was prescribed antibiotics for an infection in her chest.

Manufacturer narrative:
The device was not available to be returned. No further evaluation or investigation is possible.